Event description:
A customer contacted global technical service (gts) regarding an alarm that appeared on the home choice (hc) during fill 1. Gts reviewed the alarm log and a system error 2240 was found. Gts explained the alarm is indicative of air in the line and explained proper procedures. Gts had the home patient (hp) cycle power on the machine and received a system error 2367 ending the therapy. The hp opted to complete therapy manually. Baxter product surveillance contacted the patient who said he notified his nurse of the alarm. The hp said that he completed therapy that night using manual supplies. The patient was involved but there was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Device was requested but was not available for evaluation. A follow-up report will be filed if any additional information becomes available.

Manufacturer narrative:
(B)(4). The complaint for a system error 2240 was not confirmed and the root cause was undetermined. The lot number was not available therefore a batch review was not be performed. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress through (B)(4).